Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: 'up' and 'down' button presses did not activate desired pump functions. The keypad was removed and the 'up' and 'down' button contacts were found to be misaligned. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2011, the lay-user/patient contacted animas alleging that keypad button presses did not activate desired pump functions. The patient claimed that the up arrow button had to be pressed several times for the pump to respond. In other cases, the patient claimed that the pump was over-responsive to up arrow button presses. The patient did not allege any harm or injury because of the reported issue.